Event description:
Medtronic received information that the customer went to the urgent care on (B)(6) 2022, for three hours due to diabetic ketoacidosis. The customer had symptoms of high blood glucose and was treated with insulin intravenously. The customer had blood glucose levels of 234 mg/dl and was wearing the insulin pump within 48 hours of reported incident. The customer reported to have changed the reservoir and infusion set seven times and received insulin flow blocked alarm. Troubleshooting was performed and pump passed testing. The auto mode feature was not active at the time of incident. The customer will discontinue use of the insulin pump.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 5.2a. Retainer ring = black. On (B)(6) 2022 the customer was hospitalized for high bg's. The customer also had insulin flow block alarm. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Please see below for the no delivery alarm listed on the event date. (B)(6) 2022 00:04:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 00:06:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 06:18:36.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 06:24:52.000 alarm alert notification (40) fault number: no-delivery (7) - during bolus, (B)(6) 2022 06:25:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 06:27:24.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 06:31:20.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 06:34:49.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 06:37:29.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 06:41:00.000 alarm alert notification (40) fault number: no-delivery (7) - during prime, (B)(6) 2022 06:41:26.000 alarm alert notification (40) fault number: no-delivery (7) - during bolus, (B)(6) 2022 06:46:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 07:43:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 07:48:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 09:49:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 09:57:45.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 12:11:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 12:21:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 14:07:20.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 20:35:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 20:36:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 20:37:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 20:41:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal (B)(6) 2022 20:42:40.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 22:35:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 22:45:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 22:48:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal, (B)(6) 2022 22:58:00.000 alarm alert notification (40) fault number: no-delivery (7) - during basal. The pump passed the functional testing. Unable to confirm alleged high bg's. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect.

Event description:
Customer was not treated with insulin drip. Customer does not meet the criteria for diabetic ketoacidosis.

Manufacturer narrative:
Retainer ring = black. On (B)(6), 2022 the customer was hospitalized for high blood glucose's. The customer also had insulin flow block alarm. The insulin ump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at (B)(4) inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose's. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.